Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to dislodgement, age and failure to sense after the patient's valve procedure. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).